Event description:
The nurse attempted to remove catheter from a paraplegic pt and the adapter was removed but the catheter remained in the pt. The nurse was able to pull the catheter tubing out with fingers. There was no adverse effect on the pt.